Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 604 mg/dl while wearing the pod between 24 and 36 hours. The patient reported that the pod was not communicating with the glucose monitor, keeping the pod in manual mode, therefore they were not receiving insulin. Additionally, the patient reports an infection at the infusion site. The patient was treated with insulin drip. The patient was released the following day(B)(6) 2025.